Event description:
As reported, the surgeon had difficulty releasing the 5x150 smart flex self-expanding stent (ses) during the release process. The surgeon released the stent violently until a few millimeters remain at the end. The stent is not released and the outer sheath breaks. The surgeon cuts the broken outer sheath and the middle fixing rod short and removes them. The end of the broken outer sheath is removed to release the stent. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the surgeon had difficulty releasing the 5x150 smart flex self-expanding stent (ses) during the release process. The surgeon released the stent violently until a few millimeters remain at the end. The stent is not released and the outer sheath breaks. The surgeon cuts the broken outer sheath and the middle fixing rod short and removes them. The end of the broken outer sheath is removed to release the stent. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat to proceed with the product evaluation. The unit was thoroughly inspected observing that the stent is fully deployed and was not returned for analysis. The plastic nut of the hemostasis valve is tight locked. A severe kink was observed located approximately 108 cm from the distal tip. No other outstanding details were observed on the returned device. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was not confirmed as the device was returned with the stent fully deployed not returned for analysis; therefore, the partial deployment cannot be confirmed. Additionally, the reported ¿outer sheath separated¿ was not confirmed as the outer sheath does not present a separation only a kink was noted. The exact causes of the events reported cannot be determined. We are unable to determine whether the stent was partially deployed as the stent was not returned with the received product and no procedural images were provided. Based on the information available for review, it is likely vessel characteristics and procedural factors contributed to the events reported as the only damage noted on the device was a kink on the stent deliver system. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the surgeon had difficulty releasing the 5x150 smart flex self-expanding stent (ses) during the release process. The surgeon released the stent violently until a few millimeters remain at the end. The stent is not released and the outer sheath breaks. The surgeon cuts the broken outer sheath and the middle fixing rod short and removes them. The end of the broken outer sheath is removed to release the stent. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation.

Event description:
As reported, the surgeon had difficulty releasing the 5x150 smart flex self-expanding stent (ses) during the release process. The surgeon released the stent violently until a few millimeters remain at the end. The stent is not released and the outer sheath breaks. The surgeon cuts the broken outer sheath and the middle fixing rod short and removes them. The end of the broken outer sheath is removed to release the stent. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation.

Manufacturer narrative:
Device instructions were sent on dec 6th. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the surgeon had difficulty releasing the 5x150 smart flex self-expanding stent (ses) during the release process. The surgeon released the stent violently until a few millimeters remain at the end. The stent is not released and the outer sheath breaks. The surgeon cuts the broken outer sheath and the middle fixing rod short and removes them. The end of the broken outer sheath is removed to release the stent. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.

Manufacturer narrative:
As reported, the surgeon had difficulty releasing the 5x150 smart flex self-expanding stent (ses) during the release process. The surgeon released the stent violently until a few millimeters remain at the end. The stent is not released and the outer sheath breaks. The surgeon cuts the broken outer sheath and the middle fixing rod short and removes them. The end of the broken outer sheath is removed to release the stent. Without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ deployment difficulty- partial deployment¿ and ¿outer sheath-separated¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors, such as the user¿s interaction with the device and vessel characteristics may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.